Event description:
As reported, a patient of unknown gender and unknown age presented for an unspecified procedure. "As the user attempted to advance a guidewire through angiographic catheter, the soft tip of the catheter off." This event occurred outside of the patient. There was no patient contact, hence there was no patient harm or injury. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications were satisfied. The reported defective device has been returned to the manufacturer and an investigation into the root cause of the event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint#: (B)(4).